Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) at 11am with blood glucose 410 mg/dl. The current blood glucose is unknown. The customer treated their high blood glucose with intravenous drip, intravenous saline, potassium drip, bicarbonate drip. The customer was wearing insulin pump during hospitalization. The customer experience symptoms like vomiting and abdominal pain due to high blood glucose. The customer reported past event that the insulin pump received no delivery alarm and alarm did not occurred during manual prime and event was unresolved after reservoir or complete set change. The insulin pump will be returned for analysis.